Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) channel. Subsequently, the patient underwent a revision procedure and the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.